Event description:
It was reported that the water was leaking in the subject device. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image abnormal due to poor insertion parts based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image abnormal a root cause could not be identified. Based on the results of the investigation, the reported event was not reproduced during service inspection. A root cause could not be identified for the additional finding. Based on the results of the investigation, it is likely due to a component failure of the insertion section. Should additional relevant information become available, a supplemental report will be submitted.